Event description:
It was reported that, "during a surgical procedure, the distal 1" of the insulation fell off of the scissors and into the surgical field. It was retrieved. There was no injury to the patient and the procedure was not compromised."